Event description:
It was reported that the 9800 system experiences intermittent filament errors on the c-arm. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The error message failure could not be duplicated. However, as a proactive measure, replaced the x-ray tube and completed a filament calibration and beam alignment. The system was tested and found to be working as intended and placed back into service.